Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "is hard" and pain. Health professional reported capsular contracture, baker grade IV, and "possible deflation". Device remains implanted.

Manufacturer narrative:
The reason for reoperation was capsular contracture, baker grade IV and possible deflation. Device evaluation: analysis of the returned device identified white particles, creases fold, wear abrasion and an opening(curved) on anterior leak test and microscopic analysis were performed which identified voids observed in the texturized area; however, this is not considered a workmanship issue as they are within the specification, and non-penetrating nicks and striated opening on anterior. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a striated opening due to surgical damage consistent in the use of a surgical tool.

Event description:
Patient reported left side "is hard" and pain. Health professional reported capsular contracture, baker grade IV. Device was explanted.

Event description:
Device was explanted.